Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, periodontal disease, diseased mucous membrane, local infection / subacute chronic osteitis, complication in site preparation.